Event description:
It was reported that devices were used during an unknown procedure. It was reported they found a plastic piece that appeared to be from the trocar. They do not know if it may be part of the seal or not. Another device was used to complete the case. There was no consequence to the patient.